Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead was undersensing, and that the patient had an underlying rhythm of atrial fibrillation at 150 beats per minute. The lead remains in use and no patient complications have been reported as a result of this event.